Event description:
The stent was crimped so loose on the balloon that the interventionist was not able to pass the sheath. While trying to pass the sheath, the stent slipped backwards from the balloon before having passed the sheath.

Manufacturer narrative:
The product upon initial inspection was in good condition. The stent while still on the balloon had been shifted distally on the balloon up to the distal ro marker band. The stent had not moved over the distal balloon cone. It is unclear as to the reasons why the stent was pushed backwards up the balloon. The stent otherwise was in good condition. The stent showed very minimal signs of blood staining on its surface. The balloon was in the un-deployed state and also in good condition. The delivery system (the catheter and balloon) was inspected to verify that the product was properly crimped during mfg. When the product is crimped the struts from the stent impart permanent imprints upon the catheter that are a specific depth and shape. When the product was returned the crimp marks were identified which indicates that the stent was properly crimped onto the balloon. We have not been able to determine any fault due to mfg. A review of the production lot history data from qc indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.